Event description:
The atrial lead showed no signs of activity on post-op interrogation, suggesting that the lead was not connected properly with the generator. Suspected generator failure requiring opening of pacemaker pocket. The atrial lead was removed from the generator and tested independently. The generator was removed from the pocket and irrigated with antibiotics. Both devices remained implanted at that time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.